Manufacturer narrative:
The patient referenced in this event file is enrolled in the collaborative society for vascular surgery vascular quality initiative (svs vqi) tbe 22-05 post-market surveillance project. The vqi is a collaborative of regional quality groups collecting and analyzing data in an effort to improve patient care. The vqi collects perioperative and follow-up data. The vqi is governed by the svs patient safety organization (svs pso), which provides oversight of data sharing arrangements, key outcome and quality measure analyses, and dissemination of information to participating providers. All information contained in this event file was received from the vqi data base. Vqi is not managed, maintained or supervised by gore or any representative of gore. The initial information obtained from vqi is the only information being provided. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided. The smartsolve case file will reflect tbe 22-05 as the study name. Although the individual events could be attributed to a deidentified individual number, it is likely these individual events have been previously captured and reported by gore, but due to the nature of this study and anonymity of the patient and device data, gore is unable to confirm this. For this reason, gore will submit one report for multiple reportable events where the individually identifiable information of the device is not available and no additional information will be provided because we cannot obtain enough information about each identified patient and/or device mentioned in order to provide a complete report for each reportable event. As one report will be submitted for multiple reportable events per the rationale above, this report will be retracted and the event will be captured and reported under gore® dryseal flex introducer sheath manufacturer report #3007284313-2023-02915. H.6. Investigation conclusions: code d16 updated to code d14.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that, on an unknown date, a patient underwent elective endovascular treatment to implant gore® tag® thoracic branch endoprostheses using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that, at some point during the procedure, a hematoma occurred at the access site. A transfusion was required to treat the blood loss associated with the hematoma.